Event description:
As reported during synchronization with a nanoknife generator, the accsync ECG trigger monitor noted that the pacing spikes came in different parts of the ECG. There was no report of harm or injury to the pt due to this malfunction.

Manufacturer narrative:
A review of the mfg records for the reported serial number indicated all device specifications and quality requirements were satisfied. It was indicated that the unit involved in the reported incident will be returned to the MFR for evaluation. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a follow up medwatch.